Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not powering on with battery, but works when plugged in first then unplugged, batteries are 100% charged. There is no patient involvement.